Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9161974. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10

Event description:
Material no: 320440 batch no: 9161974 it was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle it is difficult to push the syringe it is "sticky" the following information was provided by the initial reporter: difficulty pushing syringe it is "sticky"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 320440, batch no: 9161974. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle it is difficult to push the syringe it is "sticky." The following information was provided by the initial reporter: difficulty pushing syringe it is "sticky."